Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0z751, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient's healthcare provider reported via manufacture representative that the patient had experienced a lack of efficacy. A revision surgery was scheduled for (B)(6) 2016. It was unknown if any environmental/external/patient factors led or contributed to the event. The patient was reported to be alive with no injury. Additional information reported that the patient first started experiencing the lack of efficacy immediately following the placement of the device "4 days after placement." The cause of the lack of efficacy and revision was noted to be high impedance values between leads 0+1 per the manufacture representative. It was also noted that the event was resolved by wiping the lead and reconnecting the implantable neurostimulator. The patient was implanted for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor and fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.